Manufacturer narrative:
Device was used for treatment, not diagnosis. Anterior pre-tensioned external fixator for pelvic fractures and dislocations. Initial clinical series. Orthopaedics & traumatology: surgery & research (2016), volume 102, pp. 1103-1108. This report is for an unknown synthes schanz screw, qty. 1, unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: queipo-de-llano, a., lombardo-torre, m., leiva-gea, a., delgado-rufino, f.b., and luna-gonzalez, f. (2016). Anterior pre-tensioned external fixator for pelvic fractures and dislocations. Initial clinical series. Orthopaedics & traumatology: surgery & research, volume 102, pp. 1103-1108. Spain. The purpose of the study was to present a novel and simple technique of temporary external fixation of the pelvic ring, producing compression of both the anterior and posterior pelvic elements in treating unstable pelvic ring fractures. The study was conducted from 2013 to 2015 and included 13 patients (2 females, 11 males) with an age range of 25-66 years (mean age of 44.3 years). Each of the patients were implanted with a 5-6 x 250 mm stainless steel schanz screws into each ilium and temporary fixation was completed using 2 pin-to-tube clamps and an 11 mm straight bar placed as close as possible to the skin and the anterior ring was reduced. After the anterior ring was reduced, a 11 mm curved carbon fiber rod, 155 degree angle, was pretensioned and fixed to both schanz screws using adjustable clamps. Upon successful fixation, identified radiologically, the initial curved rod was removed, and the tensioner released, and skin in contact with the schanz screws was released to remove skin tension. The following complications were reported: - patient 13 developed a superficial infection at the site of one schanz screws. This is report 1 of 1 for (B)(4). This report is for unknown synthes schanz screw.